Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. During first implantation she recalled the first left-side coil breaking after it was placed in her body. She also recalled the nurse calling the coil defective and leaving the room to get another coil. The right-side coil was implanted without any issues. However, when the left-side coil was replaced and subsequently implanted in plaintiff, she was informed that the left-side coil was lost and the doctor could not find where it migrated. Plaintiff was sent home with a nuvaring for temporary birth control. Approximately one month after being implanted with essure plaintiff was referred to a hospital where another doctor attempted to find the left-side coil, however this doctor was also unable to locate the left-side coil that migrated immediately after it was implanted in plaintiff. At this point, there have been no other attempts to locate and/or remove the left-side coil. She had a 50 percent chance of becoming pregnant. Shortly after undergoing the essure procedure, plaintiff began suffering severe menstrual and back pain, suffering symptoms of depression and fatigue. She also began to suffer heavy bleeding, weight fluctuations, and pain during intercourse. Additionally, she experienced severe migraines for which she had no history suffering prior to undergoing the implantation of essure. Nuvaring, which she had been using up until undergoing the essure procedure. However, even after being implanted with essure, she was still using a nuvaring to control the heavy bleeding she now suffers as a result of essure. Plaintiff will likely have to undergo the surgical removal of the left-side coil that migrated immediately after it was implanted. Follow-up information received on 07-jun-2016 from physician. Consumer´s date of birth was provided. It was informed that a tip of bent during placement on (B)(6) 2015. Lot number was also reported b66014. Correction on 20-jun-2016 following company internal coding review: the event when the left-side coil was replaced and subsequently implanted in plaintiff, she was informed that the left-side coil was lost (first insertion) was condensed with the event the left sided coil was lost, could not find where it migrated, migrated immediately after it was implanted , which had been previously coded to meddra llt device dislocation. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during first attempt, she alleged that the first left-side coil broke after it was placed in her body. The right-side coil was implanted without any issues. However, when the left-side coil was replaced and subsequently implanted in plaintiff, she was informed that the left-side coil was lost and the doctor could not find it. In addition she also experienced heavy bleeding shortly after the procedure. Plaintiff will likely have to undergo the surgical removal of the left-side coil that migrated these events were seen as device breakage, device dislocation and genital bleeding. The dislocation and bleeding are listed in the reference safety information for essure, while device breakage is unlisted. Device breakage and dislocation (migration) may occur especially during difficult insertions. Considering, in this case, the events occurred during placement attempts and their nature per se, causality between them and essure use cannot be excluded. Moreover, genital bleeding may occur during essure use. Given the implied temporal relationship and the absence of alternative explanation, causality between the heavy bleeding and essure use cannot be excluded either. Since an intervention will be required to remove the missing essure device, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information was received on 27-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: bent tip complaints refer to the distal end of the micro-insert (implant). The tip of the implant is manufactured with a 10-20° bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. This helps minimize the likelihood of a perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect in the product usability issues typically describe events that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. We conducted a review of the manufacturing batch record b66014 (production date 27-aug-2013 and expiration date 31-aug-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage, device shape alteration and device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during first attempt, she alleged that the first left-side coil broke after it was placed in her body. The right-side coil was implanted without any issues. However, when the left-side coil was replaced and subsequently implanted in plaintiff, she was informed that the left-side coil was lost and the doctor could not find it. In addition she also experienced heavy bleeding shorlty after the procedure. Plaintiff will likely have to undergo the surgical removal of the left-side coil that migrated these events were seen as device breakage, device dislocation and genital bleeding. The dislocation and bleeding are listed in the reference safety information for essure. Device breakage was previously regarded as unlisted in essure's reference safety, however upon receipt of the product technical analysis (ptc), which stated that the possibility of micro-insert breaking is an anticipated event; it was amended to listed. Device breakage and dislocation (migration) may occur especially during difficult insertions. Considering, in this case, the events occurred during placement attempts and their nature per se, causality between them and essure use cannot be excluded. Moreover, genital bleeding may occur during essure use. Given the implied temporal relationship and the absence of alternative explanation, causality between the heavy bleeding and essure use cannot be excluded either. Since an intervention will be required to remove the missing essure device, this case is regarded as incident. Technical analysis concluded as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("the left sided coil was lost, could not find where it migrated, migrated immediately after it was implanted/when the left-side coil was replaced and subsequently implanted in plaintiff, she was informed that the left-side coil was lost -1st insertion"), device breakage ("during first implantation the first left-side coil breaking after it was placed in her body") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. B66014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "tip of device bend during procedure" on (B)(6) 2015 and device defective "coil defective". The patient's past medical history included enterocolitis infectious (intestine removal) in (B)(6) 2015, appendicitis in (B)(6) 2014, appendectomy in (B)(6) 2014, parity 2, gravida ii, live birth in (B)(6), live birth in (B)(6), sore throat nos, abdominal pain, blood in stool, abdominal tenderness, sinus disorder nos, anxiety, pharyngitis, fever, congestion nasal, ear pain, nasal stuffiness, cough, respiratory tract congestion and menarche (age of menarche was 14 years.). She never smoker and alcohol use. Previously administered products included for an unreported indication: doxepin, ibuprofen, cephalexin and doxepin. Concurrent conditions included panic attack, nightmares, blurred vision, shortness of breath and trichomoniasis. Concomitant products included nuvaring in 2012 for birth control and genital bleeding, sertraline (zoloft) and trazodone for depression as well as alprazolam (xanax), cefalexin (cephalexin) on (B)(6) 2014 and diphenhydramine hydrochloride (benadryl) on (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), back pain ("severe back pain/ back pain like I am having a baby"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), dizziness ("light headedness"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and medically significant), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion"), libido decreased ("sexual intimacy sharply declined"), depressed mood ("no longer happy and longer energetic as she once was prior to essure") and headache ("headaches were sporadic preimplant and got much worse after implant"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, complication of device insertion, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, dizziness, nausea, vomiting and headache outcome was unknown. The reporter considered back pain, complication of device insertion, depressed mood, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, migraine, nausea, uterine perforation, vomiting and weight fluctuation to be related to essure. The reporter commented: all the pains were self treated on (B)(6) 2015, received otc (over the counter) pain relievers. She used condoms as contraceptive. She used condoms as contraceptive. She also did cone biopsy on cervix. Her insight and judgment were normal, axis ill was positive. Poc urine pregnancy was negative. Quality-safety evaluation of ptc: in this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage, device shape alteration and device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 15-nov-2017: reporter added and case becomes medically confirmed. Historical drug included doxepin, cephalexin, ibuprofen. Historical condition included sore throat, abdominal pain, blood in stool, abdominal tenderness, sinus, anxiety, pharyngitis, fever, congestion, pain in both ears, stuffy nose, chest congestion, menarche. Concomitant medication included xanax, cephalexin monohydrate, prometahzine hydrochloride, benadryl. Concomitant disease included as panic attack, nightmares, blurred vision, shortness of breath, trichomoniasis. Suspect drug indication added as permanent birth control by bilateral occlusion of the fallopian tubes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("the left sided coil was lost, could not find where it migrated, migrated immediately after it was implanted/when the left-side coil was replaced and subsequently implanted in plaintiff, she was informed that the left-side coil was lost -1st insertion"), device breakage ("during first implantation the first left-side coil breaking after it was placed in her body") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. B66014) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "tip of device bend during procedure" on (B)(6) 2015 and device defective "coil defective". The patient's past medical history included enterocolitis infectious (intestine removal) in (B)(6) 2015, appendicitis in (B)(6) 2014, appendectomy in (B)(6) 2014, parity 2, gravida ii, live birth in 1995 and live birth in 1995. Concomitant products included nuvaring in 2015 for birth control and genital bleeding and sertraline (zoloft) and trazodone for depression. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), back pain ("severe back pain/ back pain like I am having a baby"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), dizziness ("light headedness"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion"), libido decreased ("sexual intimacy sharply declined"), depressed mood ("no longer happy and longer energetic as she once was prior to essure") and headache ("headaches were sporadic preimplant and got much worse after implant"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, complication of device insertion, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, dizziness, nausea, vomiting and headache outcome was unknown. The reporter considered back pain, complication of device insertion, depressed mood, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, migraine, nausea, uterine perforation, vomiting and weight fluctuation to be related to essure. The reporter commented: all the pains were self treated on (B)(6) 2015, received otc (over the counter) pain relievers. Quality-safety evaluation of ptc: in this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage, device shape alteration and device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 8-nov-2017: event light headedness, nausea, vomiting, headaches were sporadic preimplant and got much worse after implant was added and menstrual pain, back pain, depression, fatigue, heavy bleeding, pain during intercourse, weight fluctuations, migraines was clubbed with previously reported event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the left sided coil was lost, could not find where it migrated, migrated immediately after it was implanted/when the left-side coil was replaced and subsequently implanted in plaintiff, she was informed that the left-side coil was lost -1st insertion"), uterine perforation ("perforation"), device breakage ("during first implantation the first left-side coil breaking after it was placed in her body") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. B66014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "tip of device bend during procedure" on (B)(6) 2015 and device defective "coil defective". The patient's medical history included enterocolitis infectious (intestine removal) in (B)(6) 2015, appendicitis in (B)(6) 2014, appendectomy in (B)(6) 2014, parity 2, gravida ii, live birth in 1995, live birth in 1995, sore throat, abdominal pain, blood in stool, abdominal tenderness, sinus disorder nos, anxiety, pharyngitis, fever, congestion nasal, ear pain, nasal stuffiness, cough, respiratory tract congestion, menarche (age of menarche was 14 years.), bleeding genital, pain menstrual, fibroids and weight decreased. She never smoker and alcohol use. Previously administered products included for an unreported indication: doxepin, doxepin, ibuprofen and cephalexin. Concurrent conditions included panic attack, nightmares, blurred vision, shortness of breath and trichomoniasis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2012 for birth control and genital bleeding, sertraline hydrochloride (zoloft) and trazodone for depression as well as alprazolam (xanax), cefalexin (cephalexin) since (B)(6) 2014 and diphenhydramine hydrochloride since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), back pain ("severe back pain/ back pain like I am having a baby"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), dizziness ("light headedness"), nausea ("nausea"), vomiting ("vomiting"), headache ("headaches were sporadic preimplant and got much worse after implant"), pelvic pain ("pelvic pain/ like I am having a baby") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization and medically significant), device breakage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion"), libido decreased ("sexual intimacy sharply declined") and depressed mood ("no longer happy and longer energetic as she once was prior to essure"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, complication of device insertion, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, dizziness, nausea, vomiting, headache, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, depressed mood, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, migraine, nausea, pelvic pain, uterine perforation, vomiting and weight fluctuation to be related to essure. The reporter commented: all the pains were self treated on (B)(6) 2015, received otc (over the counter) pain relievers. She used condoms as contraceptive. She used condoms as contraceptive. She also did cone biopsy on cervix. Her insight and judgment were normal, axis ill was positive. Poc urine pregnancy was negative. Current weight: 217 (98.4295kg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 4544.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: depression, dysmenorrhoea, genital haemorrhage, device dislocation. Quality-safety evaluation of ptc: in this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage, device shape alteration and device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 15-jan-2019: pfs received: events -pelvic pain , abdominal pain were added. Treatment drugs were added. Medical history were added. Reporter casuality comment was added. And height was added. Consumer address was updated. On 16-jan-2019: medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.